Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by turbid effluent. The cause of the peritonitis was reported to be klebsiella pneumonia; however, this is the bacteria that was present in the peritoneal effluent culture and is not considered a cause of the peritonitis event itself. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Extraneal and physioneal therapies remained ongoing. Six days after the event onset, the patient was discharged from the hospital. On an unknown date, the patient again experienced turbid effluent and fifteen days later, the patient was re-hospitalized. Treatment details during this time were not reported. Extraneal and physioneal therapies remained ongoing. At the time of this report, the patient remained hospitalized and was recovering. No additional information is available.